Manufacturer narrative:
Additional information received indicated that the clinic was reviewing the patient's chart, however the patient has not been seen for an in office visit. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. The patient advocate stated that the device was set to pace at 70 pulses per minute (ppm), but the patient's pulse was 68 beats per minute (bpm). The patient was referred to their physician.